Event description:
Scissors not cutting. Noticed during surgery the blades crossing over the tissue and not cutting. Piece of metal fell into the abdominal cavity and was retrieved without incident. No impact to the pt.